Event description:
It was reported that the device was reporting (via remote transmission) high right ventricular [rv] superior vena cava [svc] lead impedance measurements after the patient's svc coil had been disconnected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.